Event description:
It was reported that the patient presented into the emergency room after receiving inappropriate high voltage shocks due to lead noise. Patient had previously received multiple inappropriate shocks in (B)(6). The lead was replaced. Patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.